Event description:
Healthcare professional later also reported "stab inc". Device was explanted.

Event description:
Healthcare professional reported right side "spontaneous rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/ use error: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare profession reported right-side "spontaneous rupture". Healthcare professional later also reported "stab inc". Device was explanted.